Event description:
Declotting procedure for a thrombosed arm synthetic dialysis loop graft. Two 7 fr. Access sheaths were place on each side of the apex of the graft to treat both arterial and venous sides. A guidewire was placed through the venous side sheath and the device was introduced and slowly advanced around the apex of the graft while macerating and aspirating. The device was advanced past the opposing sheath while running and down the arterial side of the graft. The device was then retracted slowly while macerating and aspirating. As the device cleared the opposing sheath, an object was visualized under fluoro on the guidewire. Upon device removal, the driveshaft had separated from the nosecone and the nosecone bearing was not with the device. The nonsecone bearing remained on the guidewire and stayed on the guidewire during the removal. The nosecone bearing was subsequently removed via aspiration through the sheath. The pateint was not injured by the event.